Event description:
Infant was admitted to nicu with respiratory distress and possible down's syndrome. The infant was placed on CPAP. The infant's pulse ox decreased. Cxr was ordered to rule out pneumothorax. It was noted that the CPAP tubing was disconnected and the audible alarm did not sound. The CPAP unit was evaluated and it was determined that the alarm limits did not have a chance to reset due to multiple adjustments with the oxygen concentrations. There was no adverse outcome to the infant.